Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, clear passage test and pressure test were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system connector extension set leaked at PICC line area. Closer examination noted that the leak was coming from the t-piece. This occurred during infusion. While it was reported that the fluid soaked through patient clothing and bedding, there was no report of patient injury or medical intervention associated with this event. No additional information is available.